Event description:
It was reported that during a breast biopsy, the doctor was unable to deploy the marker. The marker was attached to the applier. Used another like device to finish the biopsy. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the introducer tube was sheared off at the distal end; the piece was missing. A corrective and preventive action has been initiated to address the tip shearing issues. No conclusion could be reached based on the analysis results as to what may have caused the reported event. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.